Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the cardiac resynchronization therapy defibrillator (crt-d) exhibited difficulties when inserting the ventricular defibrillator lead into the header. The tightened setscrew did not fixate the lead. A header or setscrew problem was suspected. The device was removed and replaced. No patient complications have been reported as a result of this event.